Manufacturer narrative:
During a follow-up e-mail on 2/9/2017, the customer confirmed that the issue was resolved after a new cartridge was loaded onto the pump. The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units and remained static at 75 units. Additionally, the customer stated cold insulin was being used in the cartridge. The customer reported blood glucose (bg) level ranged from 285-503 (mg/dl). To address the bg level, the customer delivered manual injections and exercised. During a follow-up call on 2/06/2017, it was reported that the customer was continuing to monitor the insulin gauge and that the pump was functioning as intended. Additionally, it was noted that the customer was using cartridges past labeling instructions.